Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as we do not have reporting responsibility for this complaint. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as we do not have reporting responsibility for this complaint. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00983, 0001825034-2020-00984, and 0001825034-2020-00985. Concomitant medical product(s): vanguard cr ilok fem-lt 62.5 catalog: 183026 lot#: j3764210, biomet cc cruciate tray 63mm catalog#: 141231 lot#: j3563743, e1 vngd cr tib brg 63/67x12 catalog#: ep-183422 lot#: 746940, series a pat thn 28 3 peg catalog#: 184782 lot#: 405230. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by patient's legal counsel that the patient underwent a left knee arthroplasty. Subsequently, the patient was revised approximately 1 years 9 months post-implantation due to experiencing severe and persistent pain, discomfort, instability, and difficulty ambulating due to aseptic loosening.